Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 continuously failed and cannot recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 was failed. A field service engineer (fse) serviced all latches in the tower and applied conductive grease to the contacts. The system functioned as intended after the field service engineer repaired the device.